Event description:
It was reported that there was under sensing and an apparent lead fracture on the right atrial lead. The lead was extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.